Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was broken. The customer also reported that the screen was all white. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
After battery installation unit gave an unexpected flashing white or blank display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or verify missing segments/partial display due to display anomaly.